Manufacturer narrative:
The initial reporter is the attorney firm. The device details such as serial number and manufacturing date are unknown. There was no (B)(4) device malfunction reported relating to the patient death. If additional information becomes available, a supplemental report will be submitted.

Event description:
On (B)(6) 2018 (B)(4) received an inquiry for the product specifications of drypix7000 (B)(4)medical dry laser imager (a device that prints digital image data onto dedicated film). The inquiry was related to an alleged claim that a breast cancer patient was potentially overlooked for breast cancer in a breast cancer examination. The x-ray films used for mammography in the examinations (B)(6) 2005 and (B)(6) 2007) had already been discarded and the hospital only had the data stored, therefore a request by the initial reporter was made to output the image data to x-ray films, which were submitted as evidence. The initial reporter is attempting to identify if the evidence provided (with an unspecified imager) is more accurate than the x-ray films used in the examinations (with the (B)(4) imager). The inquiry does not mention any defects of the device; the initial reporter explained that there was no doubt about the device. This incident is being reported in an abundance of caution because there was a death. Additional information was requested, but no further information is available. Date of event is listed as (B)(6) 2007 since exact date of event was not provided. Date of patient death is unknown.